Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd general purpose syringe, 5ml, luer lock tip without safety was damaged, but still operable. The following information was provided by the initial reporter: "while withdrawing sterile water for preparation using a syringe, the operator notices a crack in the body of the syringe."

Event description:
It was reported that bd general purpose syringe, 5ml, luer lock tip without safety was damaged, but still operable the following information was provided by the initial reporter: "while withdrawing sterile water for preparation using a syringe, the operator notices a crack in the body of the syringe.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-mar-2022. H.6. Investigation: one photo and one 5ml syringe (material 309649) were received and evaluated. A vertical crack was observed from the 1.4ml grad line to passed the 5ml grad line. The conditions observed was non-conforming per product specifications. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.